Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The sterilization records were reviewed, and no abnormalities were observed. Based on the quality team's investigation, the root cause of this incident cannot be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that when using a bd insyte-w peripheral IV catheter it was discovered that the indwelling needle was damaged. The patient had redness and swelling at the puncture site. The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6) 2021, when the disposable intravenous indwelling needle was used for transfusion of the patient, the indwelling needle was found to be in reverse direction with the connecting port of the indwelling needle, which caused redness and swelling at the patient's puncture site during transfusion. Infusion was immediately stopped, the indwelling needle was removed, and the injured site was hot applied to reduce redness and swelling. Replace the new indwelling needle and use it normally.

Event description:
It was reported that when using a bd insyte-w peripheral IV catheter it was discovered that the indwelling needle was damaged. The patient had redness and swelling at the puncture site. The following information was provided by the initial reporter, translated from (B)(6)to english: on (B)(6) 2021, when the disposable intravenous indwelling needle was used for transfusion of the patient, the indwelling needle was found to be in reverse direction with the connecting port of the indwelling needle, which caused redness and swelling at the patient's puncture site during transfusion. Infusion was immediately stopped, the indwelling needle was removed, and the injured site was hot applied to reduce redness and swelling. Replace the new indwelling needle and use it normally.

Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The sterilization records were reviewed, and no abnormalities were observed. Based on the quality team's investigation, the root cause of this incident cannot be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.